Manufacturer narrative:
Sections with additional information as of 16-dec-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-2 error. At the time of the call, the customer reported feeling dizzy; medical attention was not needed at the time. During the call, a blood test was performed by the customer non-fasting and produced test result of 165 mg/dl using truemetrix meter. Customer was satisfied with the result obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 11/18/2021 and open vial date is one month ago.